Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter would not turn on and it also had a settings issue. These complaints were classified based on additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. The patient stated that the alleged product issues occurred at 1pm on (B)(6) 2016. The patient manages their diabetes by self-adjusting their insulin dosage and denied making any changes to their normal diabetes management regimen as a result of the alleged product issues. The patient informed the mss that at 2pm on (B)(6) 2016, they developed the symptoms of ¿jittery and agitated¿, which they associated with having low blood glucose levels. In response to these symptoms the patient self-treated by consuming additional food and/or drink at 2:10pm the same day. The patient was also able to measure their blood glucose on another unspecified device at 2:10-2:15pm and obtained a blood glucose result of ¿62mg/dl.¿ during the follow up call with the patient the mss established that the patient felt that the power issue was the main reason they became symptomatic. The customer care advocate confirmed that there was no misuse of the product and the batteries did not need to be replaced. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them developing symptoms suggestive of a serious injury after the alleged meter issue began.